Event description:
Hologic received notification from a customer in the us whose client used a wallach papette collection device (coopersurgical p/n 908006, hologic p/n 70101-001) where the bristle heads detached inside a patient requiring removal by practitioner. Subsequent devices which come in wrapped in (B)(6) bags, were used from this same lot number without any problem. Hologic was informed as a precaution, this lot would be removed to insure patient safety and be returned to hologic for replacement. The lot number was not known at the time of the report but would be provided to hologic at a later time. The wallach papette collection device is not manufactured by hologic. Hologic has notified the manufacturer coopersurgical inc. Of this incident. Hologic considers this a reportable even since it required medical intervention to prevent harm to the patient.